Event description:
It was reported the perfusionist phoned the hotline that an intra-aortic balloon (iab) was inserted without incident & 20 minutes later an "x" appeared thru the light bulb on the screen. The sales rep was contacted & did arrive at the facility later in the day. Upon her arrival, she found that the arterial pressure waveform coming to the pump was from a slaved radial line. Several attempts were made to get the fiber optix sensor (fos) to work by removing & reconnecting the fos connector. The pump was powered down and back up, but this did not resolve the fos signal. The pump was switched out and the fos was calibrated. At this time, the fos iab was now working. Biomed was phoned to pick up the pump. There were no reported pt complications.

Manufacturer narrative:
After evaluation, it was determined that the event was MDR reportable. Pump will not be returned for eval. Field service reported system error 8 alarm was confirmed, fiber optix sensor board found faulty. A DHR review was conducted on the reported intra-aortic balloon pump serial number & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint.